Event description:
It was reported that the patient received inappropriate therapy. High, out of range pacing lead impedance and noise were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.